Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the 90% stenosed, non-tortuous or calcified, mid left anterior descending artery, the versaturn guide wire met resistance and became stuck with an unspecified balloon dilatation catheter (bdc). The devices were removed together as a system. Outside the anatomy, the distal end of the versaturn was noted to be broken. A different versaturn was used in the procedure without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were able to be confirmed. The reported break was unable to be confirmed; however, there were noted stretched and misaligned coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction between devices and/or a buildup of procedural contaminants (blood, contrast) resulted in the versaturn guide wire becoming stuck with the unspecified balloon dilatation catheter. Manipulation of devices resulted in the noted stretched and misaligned coils thus resulting in the reported difficult to position and difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.